Manufacturer narrative:
Us reporting agent: (B)(4) 2014. Manufacturing site evaluation: samples received: none. There are no units in OEM stock. There is one previous complaint of this code batch: the complaint was received the same day, of the same end customer, regarding a different issue. Reviewed the batch manufacturing record, this product had a normal process and the results conform to OEM requirements. Final conclusion: the complaint is justified for isolated detached needles. Failure analysis could not be carried out by the OEM, no samples have been received. Corrective/preventive: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.